Event description:
A surgeon reported that during cataract surgery, the phaco cassette clogged and they lost aspiration/followability of grade 4+ nuclear chunks. The event occurred during removal of quadrants three and four. A system message was displayed and the surgeon reset the foot pedal from position 0 and continued to finish the procedure. The remaining nuclear pieces were removed, but the aspiration was sluggish and intermittent. There was no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report, functional testing could not be conducted. The root cause of the customer reported issue cannot be determined. (B)(4).